Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The device failed an internal and external visual inspection due to an unrelated issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the electrical testing for rite - ground bond failed performance spec and also failed the rite functional testing for an unrelated issue. The direct cause of the problem was the door ground wire was found disconnected from the main ground post. The door ground was reconnected to resolve the problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed rite (returned instrument test/evaluation) testing for the ground bond test indicating a high resistance value between the homechoice and the ground bond on the power supply. The device failed during evaluation with no patient involved.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The homechoice was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.